Manufacturer narrative:
Intuitive surgical, inc. (Isi) has received the instrument for evaluation. However, the failure analysis has not been completed yet. A follow-up MDR will be submitted if additional information is obtained.

Event description:
It was reported that during a da vinci-assisted hysterectomy surgical procedure, the prograsp forceps tip became dislodged and had to be removed with the trocar. The procedure was completed with no reported injury.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The instrument was analyzed and found to approximately 1.87 from the distal tip. Components adjacent to this broken main tube show damage which may indicate potential damage during use. Visual inspection found the main tube broken and all distal end components broken as well. The instruments distal and proximal clevis was broken, the grip tips were broken, and both the grip and pitch cables were broken. The broken pieces were not returned with the instrument. Additional observation(s) related to customer reported complaint: the instrument was found to have a broken grip and the grips-tips were completely missing. The broken piece was not returned. Components adjacent to this broken grip show damage which may indicate potential damage during use. The instrument was found to have a broken proximal clevis. The broken piece was not returned. Components adjacent to the broken clevis show damage which may indicate potential damage during use. The instruments distal and proximal clevis was broken, the grip tips were broken, and both the grip and pitch cables were broken. The broken pieces were not returned with the instrument. The instrument was found to have a broken distal clevis. The broken piece was not returned. Components adjacent to the broken clevis show damage which may indicate potential damage during use. The instrument was found to have a broken grip cable at the proximal clevis hole. The cable was fully broken. There was no evidence of discoloration or corrosion/contamination on the cables to indicate a reprocessing induced issue. The instrument was found to have a broken distal pitch cable at the proximal clevis hole. The cable was fully broken. There was no evidence of discoloration or corrosion/contamination on the cables to indicate a reprocessing induced issue. The complaint was confirmed by failure analysis.follow-up attempt: on 02/13/2024, a response was received from the customer via e-mail and additional information was obtained: the instrument was inspected prior to use and nothing out of the ordinary was observed. The cannula was removed with the instrument due to the wrist being unable to be straightened. No fragment fell in patient anatomy and there were no instrument collisions. There was no injury to the patient.

Event description:
Refer to h10/h11 for follow-up information.